Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was positioned and deployed. A second clip was positioned when it was observed that the first clip had detached from the anterir leaflet resulting in a single leaflet device attachment (slda). A third clip was positioned and deployed between the first two clips to stabilize the slda, and reduced mr to a grade of 2-3. There was no clinically significant delay in the procedure.